Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The physical evaluation results indicated that the light intensity checking failed due to faulty lamp base. Since more than seven years have passed since the product was manufactured, it is likely that the light intensity did not meet the specification because lamp base deteriorated due to repeated use over a long period of time. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation found the asset failed the illumination/light intensity check and is below specification due to failure of the lamp base. Additionally, the device has cosmetic wear on the external housing's top cover and front panel. The unit is pending repair. The asset was last serviced on february 10, 2020 for no image from serial digital interface (sdi) output. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The asset video system failed the illumination/light intensity check during a standard service inspection. There was no reported allegation of any malfunction associated with the device and there was no patient involvement or harm reported.